Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that when rn went to spike a bag of medication, tubing came apart.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo was taken by the customer that verifies the customer complaint. No sample, model or lot number was given for investigation. The root cause could not be determined because the sample and lot information was not provided. A device history record review could not be performed because a model and lot number was not provided by the customer.